Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported event codes. It was also observed that the device was not delivering defibrillation therapy during testing. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that following a patient event, their device had its service indicator illuminated and had logged multiple potentially critical event codes. The event codes logged have the potential of affecting defibrillation shock delivery. This issue was observed following a patient event and there were no device issues reported to have occurred during the event. The customer later advised that they had performed double sequential defibrillation shocks during the patient event with this device and another device.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted transistor, designator q8. The transistor was shorted between all three legs.